Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the hospital with right ventricular (rv) lead loss of capture (loc). Pacing threshold measurements were noted to be elevated in addition to poor sensing; an x-ray was obtained and found unremarkable. A revision procedure was performed wherein the lead was explanted as the helix could not be retracted in order to reposition the lead. Upon extraction the physician attempted to retract the helix once more but was unsuccessful. A new rv lead was implanted with good measurements, the device remains in service. No additional adverse patient effects were reported.